Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was explanted. No further information was received.

Event description:
Additional information was received that the patient's pump explant was due to transplant. The patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The patient received a routine heart transplant and there were no reported alarms or adverse impact to the patient. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The lvad event and periodic log files retrieved from the returned device captured low flow values observed that appeared consistent with the patient¿s transplant procedure. No other notable events were observed and the lvad log files appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. The patient received a heart transplant. No device-related issues were reported or identified during the evaluation of heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.